Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention where the scs system was explanted.

Manufacturer narrative:
Therapy date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR. Report : 3006705815-2019-04498; 3006705815-2019-04497. It was reported patient suffered a fall and lost stimulation approximately on (B)(6) 2019. Diagnostics revealed high impedances readings and scan showed no abnormalities. Trouble shooting was unable to provide effective therapy. As a result patient wanted to have the system explanted. To address this issue patient may be awaiting surgical intervention at a later date.